Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported that during a tibial plateau leveling osteotomy (tplo) surgical procedure, it was observed that the oscillating saw attachment broke in half and became stuck in the small battery drive device. The reporter stated that "the device worked for a minute then broke." It was reported that there was a fifteen minute delay due to the event and identical spare devices were available for use. There was no human patient involvement this was a veterinary procedure. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the small battery drive has part of an attachment stuck on it was confirmed. An assessment was performed on the device which determined a broken coupling pin is stuck in the coupling head, and some markings on the housing were not legible. It was further noted that the electronic control unit had excessive corrosion and residue of an unknown substance on the electric motor and internal components. It was determined that the cleaning, sterilization, and/or maintenance procedures were not followed as per the directions for use (dfu). The assignable root cause was determined to be due to immersion and improper care. This is further defined as misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.